Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the centrifugal controller display went blank for a few seconds during the case. The clinical engineer stated the membrane on the small display had a hole in it. The device was not changed out as the small display came back up after a few seconds. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.